Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due to a contact force issue. Short circuits were detected, consistent with the reported contact force issue. Evidence of corrosion/dried saline was noted within the redel connector. Further investigation revealed a leak at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing, consistent with the evidence of corrosion/dried saline noted within the redel connector. Additional investigation determined the leak was due to a gap between the cured adhesive and the irrigation tubing inside the luer lock.

Event description:
This report is to advise of an event observed during analysis confirming a tygon tubing leak of the catheter.